Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) was confirmed. As received, the battery was unable to power a test monitor or charge. Upon evaluation, there was liquid contamination on the pca board and battery cells. The cause of the inability to power on a monitor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not power on the monitor.